Event description:
It was reported that during implant, the catheter dissected the coronary sinus. The remainder of the implant procedure was not affected by the dissection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).